Event description:
The customer reported being in the emergency room due to high blood glucose of 884mg/dl. The customer mentioned that the events leading to her admission was a kinked cannula. The caller stated being in coma for five days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.